Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that patient presented with loose crown. Implant fractured at the head. The top portion of the implant was removed. Patient will return to remove the implant. As result of the event bone loss was present. Tooth location #2.

Event description:
It was reported that patient presented with loose crown. Implant fractured at the head. The top portion of the implant was removed. Patient will return to remove the implant. As result of the event bone loss was present. Tooth location #2. Implant was removed.

Manufacturer narrative:
This report is being submitted to supplement 0001038806-2018-00793. The following sections are being reported: event: implant was removed explant date: (B)(6) 2018. Concomitant medical products: (B)(6) 2019 date rec¿d by MFR: 10 oct 2018. Type of report: follow up. Type of reportable event: serious injury. If follow-up, what type: correction and additional information. One osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual inspection revealed minor signs of use and a fracture on the collar above the threads of the returned device. The implant fractured into 2 separate pieces and both pieces and the crown were returned. Visual inspection of the returned x-ray image reveal a fractured implant.the reported condition of an implant fracture was confirmed. The reported bone loss event could not be verified. A device history review (DHR) review was completed for the subject lot number. Based on the DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event. The device likely left the zimmer biomet manufacturing site conforming and within specifications. A definitive root cause for the reported event could not be determined. Probable causes related to the reported event include customer error in treatment planning, long term occlusal forces over the course of approximately 12 years, and other external patient factors.